Event description:
Drive devilbiss healthcare is the initial importer of the device which is a knee walker. Patient was utilizing knee walker during recovery from surgery to remove achilles tendon performed in (B)(6) 2017. The patient was going backwards on the knee walker over a change in terrain from tile to carpet when the walker jerked and she was thrown forward. The welded piece of the steering column that prevents it from turning too far, broke off during use. She had to undergo surgery to repair a tendon in her ankle. She was provided a new walker. The owners manual cautions the use of the product over uneven terrain.